Event description:
It was reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock lead impedances measuring 200 ohms. It was noted that the patent is non-compliant with follow-ups. Ts recommended further evaluation and to get the patient sent up for remote monitoring. At this time, the system remains in service. No adverse patient effects were reported.